Manufacturer narrative:
(B)(4): eval results/conclusions: (arterial trauma/dissection/perforation). (Small in diameter, moderately tortuous vessels). (Bare metal stent).

Event description:
An abdominal stent graft system was implanted in a pt for the endovascular treatment of a 3.2 cm aneurysm in the iliac artery 1 month ago. The stent graft was not implanted and the device was discarded by the user facility. Vessel morphology was reported as the iliac vessels were small in diameter and with moderate tortuosity. There was a pre-existing self-expanding 8x40 bare metal stent, implanted in prior to the stent graft. There was also a previous surgical intervention for treatment of an abdominal aneurysm, treated with a dacron tube graft, approximately four yrs ago. It was reported that the first device a bifurcated stent graft could not be advanced to the intended landing zone and it was removed from the pt. Upon removal from the pt, it was noted to be severely kinked, and not used in the pt. (MFR# 2953200-2010-02249). The physician implanted the iliac limb prior to the bifurcated stent graft and was modelled the stent graft with a 12 mm balloon from another MFR, so the physician could advance the bifurcated stent graft through the iliac limb. The physician inserted a 22 fr sheath and then the bifurcated stent graft was inserted and deployed at the intended landing zone, in the dacron graft. The physician elected to model all the junctions with a 12 mm balloon from another MFR. An angiogram was performed and there was extravasation. It appeared that there was a slight tear in the fabric of the talent iliac limb stent graft, and there was a slight perforation of the iliac limb. The physician believes that the tear was either from the 22fr sheath or from the previously placed bare metal stent. The physician implanted the 10x38 stent and the endoleak and perforation were resolved. No additional clinical sequelae were reported and the pt is fine.